Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 0157376 has been reviewed. Temporary deviation td-2020-18 was in place to check for broken nests in zone 1. No other related quality issues or process deviations were found.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: material no.: (B)(4) batch no.: 0157376. I received notification of an incident that occurred sometime back in (B)(6) 2020. We have been having an issue with our IV valve's malfunctioning leaking blood once the needle is retracted.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: material no.: 381834 batch no.: 0157376. I received notification of an incident that occurred sometime back in (B)(4) 2020. We have been having an issue with our IV valve's malfunctioning leaking blood once the needle is retracted.